Event description:
Customer reported that the system had no imaged displayed on the monitor while fluoroing also there was no fluoro. No patient involvement / injury.

Manufacturer narrative:
The ge service rep inspected system. While fluoroing, he found that the left "live" monitor appeared black with 3-4 white lines running horizontally through it. The system tracked to maximum technique indicating loss of video, no video present at j3 of workstation emi box, ccd camera had no video output at j7, checked dc voltages on camera, +6.3 vdc missing, ds1 on multi output power supply ps2 not lit, no +6.3 vdc measured at ps2 tp5. The rep replaced ps2 multi output supply, system operating as intended.